Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that air bubbles are present in the system, and that the patient has a blood glucose of 300-400 mg/dl with nausea and moderate ketones. The patient required no unusual treatment. During troubleshooting, customer support (cs) found that the issue had started on (B)(6) 2015 and occurred with multiple cartridges. Cs found patient was using the cartridges per IFU, the cartridges had no visible damage, and the infusion set was secure to cartridge at the luer lock connection. This complaint is being reported because the patient experienced hyperglycemia and the air bubbles issue with the cartridges was not resolved.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.